Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the inserter would not fit through the hole on the plate. An alternate plate was used without difficulty.

Manufacturer narrative:
A versa-fx ii short tube plate was returned. The product was evaluated via visual inspection, caliper measurements, and gauging. Inspection gauging found the device to be nonconforming. The nonconformance was identified as a dent in the keyway area which mates with an insertion instrument. Review of complaint history shows no previous complaints associated with this part number. Stock investigation revealed that there were no devices of the same lot in inventory. This device is used for treatment. The discrepancy was noticed during surgery. It was noted that the procedure was delayed by two hours, but that no resulting harm or impact to the patient was incurred. The source of the damage to the keyway could not be determined. The investigation determined there is no equipment used in the manufacturing process that can generate the damage found on the returned implant. Four inspection control points are in place to capture discrepancies within the reported area of the nonconformity. No instances of scrapped components as a result of similar issues have occurred, and no previous complaints have been identified with the same failure mode. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.